Event description:
It was reported that the mayfield composite series skull clamp was not holding pressure at 60 pounds. It was too loose on the patient¿s head and not holding properly. Additional information request was sent and on 17aug2017, the following was provided by the customer: on (B)(6) 2017, a (B)(6) female was to undergo a posterior cervical fusion. No stereotaxy device was used. The mayfield clamp (lot number ss171651) with the integra adult disposable skull pins (a1072) was applied to the patient. The patient did not get to the positioning stage. The clamp was applied to the head prior to prone positioning and would not hold 60 pounds of pressure. It was loose on the patient¿s head. The surgeon removed the clamp and applied a different unit. The length of time the product was in use before the event occurred was approximately 2 minutes. No injury was reported. The action that was taken after the product problem occurred was that the device was removed immediately from service. Patient outcome was reported as a ¿good outcome¿. The surgery proceeded as planned with alternate device. Lot number of the skull pins unavailable. The skull pins are not available to be returned for evaluation.

Manufacturer narrative:
Investigation completed 08/24/2017. Device history record reviewed for product ID a3059 work order (B)(4) serial # (B)(4) manufactured on 01/17/17 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No manufacturing or design related trend has been identified. This unit has been tested under pressure and we cannot duplicate this unit "not holding pressure at 60#". Problem was unconfirmed during failure analysis; therefore no root cause could be determined. Part met all specifications.